Event description:
It was reported that a patient was implanted with a titanium universal spinal system (ti uss) construct from t10 - s1 on (B)(6) 2009. Thereafter, the patient suffered a fall resulting in a fracture of the sacrum below the existing instrumentation. The patient returned to the operating room on (B)(6) 2010 where all hardware was removed and a new ti uss construct was implanted. The surgeon also placed iliac screws left and right. No issues were reported during procedure, but it was noted that the sacral fracture did not fuse postoperatively. The patient returned to surgery again on (B)(6) 2015 (this procedure was addressed in (B)(4)). This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Patient initials are (B)(6). Patient date of birth and weight are unknown. Additional product codes for this complaint include: mni, mnh, kwp, and kwq. Complainant part will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.